Event description:
It was reported that during a device upgrade, the rv lead failed to defibrillate successfully. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.